Manufacturer narrative:
H3, h6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device is damaged along the tip, rendering the device inoperative. The device shows signs of extensive use. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during procedure the medium hexdriver was turning false and it broke at the axle when it was inside of the patient. The procedure was finished with the same device without any delay.

Manufacturer narrative:
Sections b5, d4, g4 and h4 were updated with the new information received. Internal complaint reference number: (B)(4). Sections sections d1, d2, g1 and h6 were corrected according to the new information received.

Event description:
It was reported that during procedure the cs fem inst tray #2 was turning false and it broke at the axle when it was inside of the patient.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.